Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged the end cap on the rail is off and that the patient was scraped when getting out of the bed. Customer alleged that this patient needed 4 stitches on the leg due to the scrape. Update from consumer affairs on (B)(6) 2016: maintenance direction at the facility stated end user is ok and healing and no further information was provided.